Event description:
Customer reported that the needle did not retract after injection and the needle fell off. Unsure if the needle came out into patient's hip or onto the floor. Patient was sent for an x-ray.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.